Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast in the inflation lumen and on the balloon, which is consistent with preparation and handling. The tip length, stent implant outer diameters (od), and inner diameter (ID) of the flared portion of the returned protective sheath met manufacturing criteria. The dislodged stent was not confirmed, as the stent was returned loose on the balloon. However, since the stent was reportedly removed from the body with a snare device, it is most likely that the stent implant was placed back on the balloon for return to abbott vascular for analysis. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, mangled struts were noted in the distal end of the stent implant, which is consistent with damage that occurs with the removal of a snare device. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Since there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. In this instance, it was reported that severe resistance was noted during advancement. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is most likely that interaction with the heavily tortuous and calcified lesion contributed to disruption of the stent implant on the balloon as the sds was advanced against the severe resistance. Then, during retraction of the sds, the stent dislodged and was subsequently removed with a snare device. Physical resistance/the inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the physical resistance. The physical resistance and stent dislodgement appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex with heavy tortuosity and heavy calcification. Pre-dilatation was performed, and the xience v was advanced; however, severe resistance was noted with the lesion, and the stent dislodged during advancement through the lesion. A snare device was used to remove the dislodged stent, and another xience v stent was used to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.